Event description:
It was reported that the pt's device system had been removed due to an infection. Neither the pt's outcome, or the drug administered via the pump was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).